Manufacturer narrative:
(B)(4).findings:unit had broken battery tube threads, minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The original battery cap (p) was able to twists out of the battery tube threads. No anomaly noted when removing the battery cap.

Event description:
It was reported that the customer had a crack on the battery compartment of the insulin pump. The customer's blood glucose level was 300 mg/dl. The insulin pump was returned, replaced and analyzed.no further information was reported.